Event description:
Customer received a result of 15.0 mmol/l on mobile system 1, and a result of 5.8 mmol/l on mobile system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2 (lot number and expiration date unknown). (B)(4).